Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Product was used for therapeutic treatment. Per add'l info received, the pt has experienced interstitial cystitis, overactive bladder, grade 2 cystocele, pelvic floor pain, formation of vaginal fibands necessitating an anterior compartment repair, cystourethroscopy, botox injections of the bladder and excision of mesh.

Manufacturer narrative:
(B)(4).